Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu0686 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a loss of intra-vascular lead waveform while inserting PICC. User attempted to troubleshoot multiple times, but apparently still not able to confirm final tip placement with ECG- chest radiography needed to confirm final tip placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of loss of lead waveform is inconclusive due to poor sample condition. One 3cg stylet t-lock assembly and one ECG lead assembly were returned for investigation. A sticker label containing the product information was also returned. The stylet was returned coiled. A multimeter was used to test the continuity of the components. No issues were observed with the continuity between the white fin and distal stylet end, and the ECG leads to the grey fin contact points. The restistance was also measured at the stylet and was found to be within manufacturing specification. Since no apparent issues with the returned samples were observed, the complaint could not be confirmed. A lot history review (lhr) of redu0686 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a loss of intra-vascular lead waveform while inserting PICC. User attempted to troubleshoot multiple times, but apparently still not able to confirm final tip placement with ECG- chest radiography needed to confirm final tip placement.